Manufacturer narrative:
Additional information: a2, a4, b5, b7, d9, h3

Event description:
Additional information revealed that two technical fault alarms occurred during the treatment: alarm #215 (technical fault, pressure sensor p1), and alarm #218 (technical fault, pressure sensor p2). Both of these alarms were expected. No problems were reported with the oxygenation level. The displayed p1 and p2 pressure values may have been caused by defective integrated pressure sensors (p1 and p2) of the xlung kit. No clots were noticed in the xlung kit pump head. To resolve the reported issue, a system change (to cardiohelp) was performed. The patient experienced approximately 670 ml of blood loss due to the exchange of the circuit. It was unknown if the event resulted in any patient adverse effects, injuries, or the need for medical intervention. The sample was reportedly available to be returned for evaluation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: no sample was available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed. No noncomformities were observed during the manufacturing process. According to the reported details, there was no problem before the priming started. Investigation of previous complaints revealed that the reported problem may have been caused by liquid entering the sensor. Mechanical strain, for example, due to kinking of the tubing near the ips, may lead to leakages and cause the sensor to malfunction. However, since the sample was not returned for evaluation, the exact cause could not be confirmed.

Event description:
The sample was initially reported to be available for evaluation, but was later said to be unavailable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Shortly after connecting a patient to an xlung kit 230, the console showed the oxygenation levels for p1 and p2 to be greater than 400 mmhg. The priming was performed without issues. The user tried connecting the p3 cable to the p1 and p2 sensors, and it showed the same oxygenation levels. However, cables p1 and p2 showed normal values when connected to the p3 sensor. This led the user to believe the p1 and p2 integrated pressure sensors were malfunctioning. Due to the events, the patient experienced over 500 ml of blood loss. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.